Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The exact root cause is not established, not determinable. Customer update that the issue never resolved with another inspiration block and a new main main electronics resolved the issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. However, the dealer performed insp valve test, found that the insp valve doesn't move, replaced the insp module but the insp valve still doesn't move. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3: other text : device not return yet.

Event description:
It was reported to vyaire medical that bellavista1000 ventilator had tf alarm 401. Customer confirmed that the issue happened prior patient use, alarm occurred just after unit power up. Furthermore, there was no patient associated with the event.